Event description:
It was reported that this right ventricular (rv) lead has had out of range pacing impedance values that have been out of range for the past few years. No further information was known. The lead remains in-service. No adverse patient effects were reported.